Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart mrx had a red "x". However, "the power supply is working, the battery as well." There was no pt involvement.